Event description:
It was reported via repair work order that the brakes would not engage due to the brake rod retaining bolts being loose. It was also reported via the work order that the IV pole was loose due to a loose IV pole retaining bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.